Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 479 mg/dl. The customer stated that he had high readings due to his bent cannula and not getting insulin. The customer stated that he also had some low readings because he did not eat well. The customer stated that he waited awhile before he ate after giving insulin. The customer declined talking to helpline.